Manufacturer narrative:
E1, initial reporter establishment name:(B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water leak in head unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reported malfunction the charged coupled device inside the head was not stable was due to water leak in the head unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had charged couple device inside the head was not stable. The event occurred during inspection for use. There were no reports of patient harm.